Event description:
It was reported that a patient underwent an idiopathic ventricular tachycardia - left (l-idvt) procedure with a smart touch bidirectional catheter and the shaft of the catheter was reported to be cracked. The catheter was replaced and the procedure was continued and subsequently completed without patient consequence. Upon request, additional clarification was received on the event. This issue was found during use of the catheter. The physician did not pre-shape the catheter curve. The insertion tool was used during the procedure. The 9fr cordis sheath was used. There was no resistance at first. Additional clarification has been requested if any wires were exposed, however no additional information has been provided. Therefore, we are taking the conservative approach and reporting this event.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Additional information was received on december 22, 2014 stating that there was a crack in the middle with no wires exposed. (B)(4)